Manufacturer narrative:
Internal complaint reference: (B)(4). The reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A complaint history review concluded this was a repeat issue. A relationship, if any, between the subject device and the reported event could not be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation.

Manufacturer narrative:
Internal complaint reference case-(B)(4). Literature: arthroscopic meniscal suture by fast¿fix in the treatment of knee meniscus injury.

Event description:
It was reported that on literature review ¿arthroscopic meniscal suture by fast-fix in the treatment of knee meniscus injury ¿ on surgery for three patients, the t2 implants fell off from the implantation site during withdrawal of the fast-fix inserter in 3 patients. The malfunction was resolved after adjusting implantation point. No further information is available.